Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the device¿s screen was cracked and the touchscreen became unresponsive, consistent with a device mechanical damage affecting the user interface display. Symptoms included no clinical effects. Outcomes included no clinical impact. Investigation included customer interview and troubleshooting with education, followed by replacement of the device and retrieval of the original unit. Investigation of this case revealed damage to the display assembly consistent with a cracked screen that rendered the interface nonfunctional. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage due to handling.